Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) - the dentist reported that 8 days after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 45 ncm of primary stability was achieved, immediate implant and immediate load were performed, bone graft was executed and the patient presented bone type ii.